Manufacturer narrative:
Per investigation finding it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the user tried to remove the balloon of the dilation catheter from the sheath protecting it before use, the sheath and balloon were stuck together. Stated that when the user pulled too hard, the shaft broke off. The user also confirmed that the protective sheath had not been collected this time. As per additional information via email from ibc on 01oct2021, it was confirmed that the sheath and balloon were sticking together. When the user pulled the balloon out of the sheath, the shaft broke off. Also confirmed that only one sample damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the user tried to remove the balloon of the dilation catheter from the sheath protecting it before use, the sheath and balloon were stuck together. It was stated that when the user pulled too hard, the shaft broke off. The user also confirmed that the protective sheath had not been collected this time. Per additional information received via email from ibc on 01oct2021, it was confirmed that the sheath and balloon were sticking together. When the user pulled the balloon out of the sheath, the shaft broke off. Also confirmed that only one sample was damaged.